Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported there was poor aspiration with the irrigation/aspiration handpiece and the patient experienced a capsular tear during a cataract surgery. The patient required an additional vitrectomy procedure. Additional information has been requested. This is two of three reports for this facility.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of poor aspiration and capsular tear; therefore, the condition of the product could not be verified. The product was processed and released according to the product¿s acceptance criteria. A review of the aspiration handpiece component lot number confirms this file may be related to an aspiration issue with the aspiration handpiece of the transformer irrigation/aspiration (I/a). The aspiration handpiece is a component that is received at the manufacturing site from an external supplier. A potential root cause of the aspiration issue is related to the supplier¿s manufacturing process. A possible contributing factor is that a posterior capsular tear might occur due to a surge of aspiration after the rate of aspiration is increased due to an occlusion within the tubing of an I/a handpiece. An internal investigation has been initiated in order to investigate the root cause of the aspiration handpiece issue. A supplier notification form has been sent by the manufacturing site of the aspiration handpiece component supplier for awareness of this occurrence. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).